Event description:
It was reported that a user experienced low glucose during sleep while using the ilet bionic pancreas, with the event categorized as hypoglycemia of unclear cause. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, long-term injury, or other clinical impact beyond the low glucose event. Investigation included a review of available complaint details and case records. Investigation of this case revealed no device malfunction or component failure identified from the information provided, and the cause of the hypoglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.